Event description:
It was reported that the right ventricular (rv) lead had high pacing impedance and a fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter and indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Beginning (B)(6) 2014, rv pacing impedance measured 4047 ohms. Prior to last session, (B)(6) 2014, ventricular sensing integrity counts are up to 82; ventricular tachycardia (vt)-non-sustained episodes with evidence of lead noise oversensing. (B)(4).

Event description:
It was further reported that a review of the device product performance data indicated that the right ventricular (rv) lead impedance increased out of range within three weeks. There was one non-sustained tachycardia episode that showed noise and there had been 80 short interval counts (sic) within the last month.